Event description:
The facility reported that a pt's foot went underneath the knee guard when being lifted. It was reported that the pt sustained a laceration to the left shin. The laceration was treated with a compression bandage. (B)(4).

Manufacturer narrative:
An arjo investigator examined the device and it was found to be in good general condition and good working order. The investigator tested the device by lifting himself and found no problems. Training dates could not be provided for operators of the device. No clear narrative of how the incident took place was provided. It was reported that the person being raised received a skin laceration on the left shin as she "went under the knee support." Internal testing was conducted on the knee supports by using a saw to remove the outer layer of polyurethane to reveal the metal reinforcement inside the part. There is ample padding around the metallic insert in the knee supports. It does not appear likely that the padding could be worn through several centimeters to the metal insert. No trend of complaint history has been detected. This appears to be an isolated case. The part is not particularly subject to wear, there is a thick layer of pu between the pt and the insert, the lift is not beyond its expected life. No production anomalies have been detected in either the device itself or the device history records. There is no allegation of deficiency of the device by the customer. There is no indication of obvious misuse in this case. The failure cannot be duplicated. The work instructions indicate the safe use of the device in detail. There were no abrasive materials in the vicinity of the pt's shin on the device, during any stage of the intended use. The staff operating the device was unsure on certain aspects of use and requested retraining. Based on the info provided, the MFR cannot come to a definitive conclusion of what is the root cause of the incident. It is possible that the incident was caused by user error through insufficient knowledge of the operating and product care instructions, but this cannot be proven. The MFR recommends retraining of the operators of the device to the operating and product care instructions.